Event description:
It was reported that six patients with miller-galante unicompartmental knees experienced moderate pain. It is unknown if the patients were revised.

Manufacturer narrative:
Information was received via published literature. No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Please reference literature at the following location: http://jbjs.org/content/86/9/1931.